Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle, the blood leaked from the holder during collection. The following information was provided by the initial reporter: "blood spill out from the holder during collection."

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle, the blood leaked from the holder during collection. The following information was provided by the initial reporter: "blood spill out from the holder during collection."

Manufacturer narrative:
H.6 investigation summary: material #: 365076. Lot/batch #: 3145997. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 07-dec-2023. H.6 investigation summary material #: 365076. Lot/batch #: 3145997. Bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd determined that the root cause of the indicated failure mode was attributed to the sleeve supplier. A scar has been opened for the supplier to conduct an investigation.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle, the blood leaked from the holder during collection. The following information was provided by the initial reporter: "blood spill out from the holder during collection."